Manufacturer narrative:
(B)(4). B5: describe event or problem ¿correction. D9: device available for evaluation - correction. H2: correction. H6: type of investigation - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that"signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.